Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2017, the patient was implanted with an afx bifurcated stent graft and two afx vela suprarenal. Secondary procedure was performed on (B)(6) 2017, for an unknown reason. Two afx limb extensions were implanted in the patient. No additional event or patient information is available.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.